Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain. Update 9/1/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, swelling, osteolysis, and metallic debris on the trunnion. The stem is being added for the debris and part/lot is being updated. The complaint was updated on:9/28/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, pfs alleges injury. Ppf has no new allegations. After review of medical records for MDR reportability, the patient was revised to address metal on metal wear. Revision notes reported severe metallosis involving the capsule and surrounding structures. Clinical notes reported severe limp while walking and range of motion is limited. Doi: (B)(6) 2005; dor: (B)(6) 2014; left hip.